Manufacturer narrative:
Upon inspection of the returned sample, the bifurcate appeared intact and damage free. There was a severe kink in the shaft of the catheter approx 27.9cm from the distal tip, otherwise intact. The balloon had been deflated down to 3 wings. Patency of the returned catheter was checked using a .035 inch guide wire. The guide wire was inserted through the proximal end of the guide wire lumen. Resistance was met at the kink in the shaft, but passed through the entire catheter. Immersed the balloon catheter into a warm water bath. Using a 30cc inflation device, inflated the balloon to 27 atm rbp, held for approx 30 secs, with no leaks and no problems. Deflation of the balloon took approx 10 secs. Re-inflated the balloon to 27 atm rbp, again held for approx 30 secs, with no leaks and no problems. The deflation time was clocked at 7.2 secs. Re-inflated the balloon to 27 atm rbp, with a 3cc syringe. The first deflation with the 3cc syringe took approx 8.9 secs and the second deflation with the 3cc syringe took approx 10 secs. The result of the investigation was unconfirmed for difficult to deflate, problem could not be reproduced. It is unk if procedural issues contributed to this event. The current IFU (information for use) states the following: once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter. The current IFU (instructions for use) for this device states: equipment required: luer lock syringe/inflation device with manometer (10ml or larger).

Event description:
It was reported that during a pta procedure to declot a dialysis access graft, the balloon would not deflate. The procedure was done sheathless. The balloon was inflated with a 3cc syringe and when it would not deflate, the doctor used a 30cc syringe to deflate and hold negative pressure on the balloon to remove it. No injury to the pt was reported.